Event description:
It was reported that, the plate didn't fit on the bone. The locking screw spun and didn't lock until it was switched out for others of the same size.

Manufacturer narrative:
The device will not be returned. If the device or additional info becomes available, it will be reported on a supplemental report. Associated devices: unknown locking screw.